Event description:
During setup, a "high fio2" alarm occurred. After calibrating o2 sensor, fio2 still displayed higher than setting and later "high fio2" alarm occurred again. No patient was involved in this event.